Event description:
It was reported that during surgery the device cut deeper than what it was set to. Patient impact was noted but no details were provided. It is also unknown if there was surgical delay. Due diligence is in progress to date no additional information has been provided.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
No additional event information is available. Diligence is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor rpms were noisy but within specifications, the control bar was loose, the control bar was not in the correct position, the poppet spring and reciprocating arm were damaged, the dowel pins and adjustment cams were not flush, and the device was out of calibration. The motor, planetary gear, reciprocating arm, swivel, poppet spring, hinge gasket, bearings, and screws were replaced, the control bar was adjusted, and the device was recalibrated and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.